Event description:
It was reported that this pacemaker was not successfully implanted due to a suspected mechanical issues with the right ventricular (rv) lead port. The device detected impedance measurements greater than 3000 ohms. The pocket was opened and the lead was unseated and reseated with the same observation. The device was changed out which resolved the issue. Following the procedure, the pacemaker rv port was tested with a programmer and displayed impedances greater than 3000 ohms. The device was not used and returned for evaluation.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions. The atrial channel pacing and sensing functions were normal. The ventricular channel had no output. The ventricular output was connected to an oscilloscope with no lead connected. Very low amplitude pulses were found in the bipolar vector with no output in the unipolar vector. A review of the device memory did not find any fault codes or resets. The device case was opened, and internal visual inspection noted no irregularities. The battery was isolated from the circuit and the internal components on the hybrid were tested. One of the integrated circuits (ic) had unexpected measurements. The ic was isolated and tested. One of the ball bond pads on the ic was noted to have a different color than the rest. This part was sent for scanning electron microscope testing and found that the ball bond delaminated between the aluminum and nickel portions of the ball bond. This finding directly contributed to the clinical observations of high out-of-range ventricular impedances.

Event description:
It was reported that this pacemaker was not successfully implanted due to a suspected mechanical issues with the right ventricular (rv) lead port. The device detected impedance measurements greater than 3000 ohms. The pocket was opened and the lead was unseated and reseated with the same observation. The device was changed out which resolved the issue. Following the procedure, the pacemaker rv port was tested with a programmer and displayed impedances greater than 3000 ohms. The device was not used and returned for evaluation.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.